Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Upon evaluation and investigation on cutter sn (B)(4) the cutter failed and the gears, bearings and collars were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the equipment is worn. At product evaluation and investigation the device did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.